Event description:
Programming history was reviewed; no anomalies were noted. The only data available was from the date of implant. No additional relevant information has been received to date.

Event description:
It was reported that the patient passed away. The patient's mother reported that on the morning of the patient's death, the patient refused medication, vomited, and had trouble breathing while having a seizure. The mother also alleged that the nurses did not swipe the vns magnet, and if they had done so the patient would not have died. Attempts for additional information have been made; no additional relevant information has been received to date.